Event description:
Reported indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt had recently suffered a fall. Review of x-rays identified an area in the lead that may be a kink or a lead break. Neurologist indicated that the pt experiences ongoing seizures with associated trauma. Neurologist does not plan on replacing the vns therapy system.

Event description:
A portion of the lead assembly was returned to MFR for analysis (electrode portion was not returned). The report of high lead impedance was not confirmed via analysis of portion of the device that was returned. No anomalies were noted during visual inspection. Electrical testing did not reveal any discontinuities in the portion of th lead assembly that was returned for analysis. The condition of the lead portion returned was consistent with conditions that typically exist following an explant procedure.